Manufacturer narrative:
Concomitant products biolox delta femoral head 32mm od, +0mm (cat# 170-32-00 / serial# (B)(4)). Alteon 6.5mm screw, 30mm (cat# 180-65-30 / serial# (B)(4)). Integrip cc. Cluster 50mm cup g1 (cat# 186-01-50 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 5.5 years post initial left side tha, the 75 y/o female patient had a revision due to poly liner and acetabular cup failure on (B)(6) 2021. The head, liner, cup, and screw were removed. According to the surgeon, the patient had significant acetabular bone loss from osteolysis due to the poly debris found within the joint. The cup implant was loose. The patient required a multi-hole caged acetabular implant from competitors to replace their acetabulum at that time. A multi-hole cage implant with screws was placed and a liner was placed within that. The head was replaced with the -3.5 sleeve adaptor and 28mm head from exactech. Sales rep was unable to obtain x-rays or photos. The devices are not available for evaluation. No additional patient information provided. The surgeon reported that at the initial revision surgery the liner was in pieces, it showed significant wear.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis, a combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be confirmed as neither radiographs or the devices were available for evaluation.